Event description:
Angio seal right leg (B)(6) 2015. That evening developed large hematoma and groin swelling and pain. Went to e.r. Ultrasound showed hematoma. Admitted for 23 hours observation. Then sent home. Week later cold, numbness, tingling and foot pain. Sent back to e.r. Another hematoma and large lymph node enlargement in groin along with pain. Now 2-1/2 weeks later, still pain in groin, swelling, right foot pain as if collapsing upon standing. Numbness, tingling and cold down right leg and new symptom / cold right arm with numbness.